Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the ipg did not find any anomaly. Functional testing was performed and the device operated to specifications. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient's incision site was not healing well and opening up. The physician decided to remove the device due to the patient's anatomy. There have been no reports of further complications regarding this event.